Event description:
It was reported that an ilet user received an occlusion alert with elevated blood glucose, confirmed the alert on the device, and resumed delivery; the user then changed infusion supplies and insulin delivery continued without issue. Symptoms included hyperglycemia, with a documented blood glucose of 287 mg/dl for about one hour, and no acute complications. Outcomes included no need for professional medical intervention, no hospitalization, and no use of backup therapy. Investigation included user-led troubleshooting guided by support, review of alert messages, and supply change with subsequent normal operation. Investigation of this case revealed a transient occlusion condition that resolved after infusion set change, with an inadvertent duplicate dinner meal announcement acknowledged and addressed through monitoring instructions; no device component malfunction persisted after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was a temporary infusion pathway occlusion with user error contributing from duplicate meal entry.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.